Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with user facility representative. "[Name removed] in biomed called in stating this unit stopped ventilating while on patient. Specifics provided per rt who reported this incident: there was a continuous alarm noted and when the rt entered the patient's room, the ventilator was not running and the patient was blue. The rt took patient off the ventilator and bagged the patient until placed on another ventilator. The patient is now on another ventilator and is ok, this is a vent dependent patient and remains on vent. [Name removed] stated upon checking the error log, there was no vent inop logged, only events logged are low pip and low ve. [Name removed] will request the following information from the respiratory department: respiratory therapist's name and contact information, vent settings, alarms noted. In meanwhile, service call will be dispatched."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a (B)(4) tech support spec in response to a phone conversation with a user facility rep. The following information concerning the evaluation of the device is a summary of the information documented by the (B)(4) field service rep. The (B)(4)field service rep evaluated the device and determined that the most likely root cause of the reported event was a faulty main (B)(4). The (B)(4)field service rep replaced the main pcba and ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into service. The alleged faulty main pcba were received by carefusion, routed to the (B)(4) failure analysis lab and staged for eval. Once the eval is complete, a follow-up medwatch report will be submitted.